Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The screw features signs of use such as surface markings with no other damage found. Rod striations were observed on the set screw. The reported defect could not be replicated in testing. There were no issues found in the use of this device. Also, there has been no damage found to the device. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause analysis for the single-inner setscrew is not necessary. The reported condition could not be confirmed as no defect or damages was found on the devices during the evaluation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery occurred on (B)(6) 2019, for a revision of l2-l5 posterior fusion with extension to l5-s1 with an interbody fusion. Patient was being revised because a halo image was seen on an MRI at l5 which is indicative of device loosening. The surgeon removed seven (7) pedicle set screws and two (2) rods from the previous construct. The left and right l5 screws, of which one of these screws had the head unattached, did not appear snapped off, just that the head had popped off. The surgeon replaced the left l5 pedicle screw with an 8 x45 cfx screw but could not replace the right pedicle screw. The construct was extended to s1 and new rods and set screws were used and a transverse connector was attached. The construct was extended because of non-union and the broken screw. The original procedure occurred (B)(6) 2015. Concomitant device reported: mmsi rod prebent (part# 179772085 lot# unknown, quantity 2). This is report 4 of 9 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results.